Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead model#: sc-4316 lot #: 157504 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure.